Event description:
It was reported that in (2009), the medication in the pump was changed from morphine to fentanyl. The pt reported that by saturday he "didn't feel so great". On sunday he went to urgent care and was admitted to the hospital. He was observed for 24 hours. While in the emergency room the pump was turned down. The hcp thought the pt may have been overdosing; however, the pt felt as though he was withdrawing. The pt experienced diaphoresis, pruritis and nausea. Follow-up info indicated that the medication in the pump was switched back to morphine due to intolerance to fentanyl.